Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 414 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. The high pressure test could not be performed because the customer did not have a tubing clamp. The customer stated that she had a tooth infection that she was taking medication for, that the insulin was cloudy, and that she observed some air bubbles in the tubing. It was explained that this factors may have contributed to the elevated blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.